Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted because it was displaced. Four days after it was originally implanted, the reservoir was explanted and replaced with a new reservoir. There were no patient complications as a result of this event and the patient was stable following the surgery.

Manufacturer narrative:
Product analysis was unable to confirm the reported events related to migration. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted because it was displaced. Four days after it was originally implanted, the reservoir was explanted and replaced with a new reservoir. There were no patient complications as a result of this event and the patient was stable following the surgery.